Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-33, lot# v304276, implanted: (B)(6) 2009, product type: lead. Product ID 3093-33, lot# v304276, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports a shocking sensation. Pain and uncomfortable stimulation. The stimulation sensation the patient was feeling was shocking and jolting. The neurostimulator devices were jolting him bad. It feels like shocking. It hurts so much when patient tries to move that he cannot get out of bed. Patient services asked where he feels pain/jolting and patient said it starts at ins (stimulator) area and goes into (not sure) 'buttock' or 'back'. Patient has 2 ins's. Patient services asked the patient if it was felt on the left or right side. Patient said on the right side. Patient wanted to turn inss off. A falls were reported that could be related to this issue. He fell in august and broke his foot. He also fell in (B)(6), 2-3 weeks ago. The reported issue was related to positional movements. It hurts when he tries to move. Turning the stimulation off does not stop the sensation. On the call the patient was able to successfully turn both inss off. After he turned it off, he just felt another jolt. Patient was scheduled to see the hcp (healthcare provider) on (B)(6). Symptoms reported were jolting/shocking. Location of symptoms reported was on right side . This would be consider a sudden change in therapy/symptoms. Event date was (B)(6) 2015. The indication for use f or this patient was urinary dysfunction/sacral nerve stimulation.